Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq3446 showed no similar product complaint(s) from this lot number.

Event description:
It was reported the wires being flimsy and dull causing problems with insertions. The wires are not threading properly, kinking and looping on themselves. No other information was provided.